Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis profile was not showing. A technical support specialist compared the device configuration of hcpc3d with hcpc1d and hcpc2d and confirmed that all three devices were configured identically; however, only hcpc3d was not displaying the all available patients list. The tss informed the customer that further investigation required sample mrns or visit ids, but this information was not provided. Before additional troubleshooting could be completed, the customer confirmed that the issue was no longer occurring on the device and granted approval to close the case. The case was closed with customer confirmation. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a newly admitted patient could not be located on the device when attempting to administer medications. The user was able to access the medications only by searching under all available patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.